Event description:
Radiometer complaint reference: (B)(4). According to complaint, the customer reported they have had a mixture of different syringes (differing brands) that have been used by their operations teams. There appear to be some groups still having challenges with the appropriate use of the syringes and have led to some needle sticks with safe pico sampler (lot number zk55). These sampler were not used.